Event description:
It was reported the device had a loudspeaker error. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with a faulty speaker assembly. Additionally, the fse performed a software update, replaced the device mainboard, power board and rear housing. After parts replacement, the device was returned to functional use with no further issues identified.